Manufacturer narrative:
Deltaplush platinum microcoil 3 mm x 6 cm (dpl10030620/g11265) does not detach. The connection between the coil and cable was a bit loose. The coil was removed and another coil (details unknown) was used. A pre-deployment test was not performed. An sl-10 microcatheter (details unknown) was used. The device positioning unit's (dpu) electrical connector was returned destroyed with multiple components missing including the left electrical post and wire. No electrical testing could be performed. Therefore, the root cause of the coil unable to be detached cannot be determined. In addition, without the return of the complete detachment system, including the detachment control box (dcb), the connecting cable, and an intact device positioning unit's (dpu) electrical connector, it cannot be determined if this components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: new coil (details unknown) microcatheter (details unknown) detachment control box (details unknown) connecting cable (details unknown).

Event description:
Deltaplush platinum microcoil 3 mm x 6 cm (dpl10030620/g11265) does not detach. The connection between the coil and cable was a bit loose. The coil was removed and another coil (details unknown) was used. A pre-deployment test was not performed. An sl-10 microcatheter (details unknown) was used.